Event description:
During an anterior cervical three level fusion, a screw was implanted and removed due to misplacement by the surgeon. During removal, the screw was damaged. The surgeon was able to complete the case with a minimal extension of surgery time. There was no reported injury to the patient.

Manufacturer narrative:
Investigation pending.